Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to dislocation and loosening. The patient fell and dislocated the shoulder loosening the baseplate.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of the patient's fall, which led to dislocation and glenoid baseplate loosening.